Event description:
It was reported that during post-implant device check, device parameter error message was displayed. Device was reprogrammed to previous programmed settings. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.